Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for analysis; therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred stent was used for the treatment of a cerebral aneurysm. After implantation, angiography reveled a small thrombus in the distal part of the implanted fred and effient was administered. Several attempts were made to address the thrombus using balloons and aspiration devices without success, which resulted in the implanted fred to become shortened towards the distal end and more thrombi were formed. As no improvement was made, the procedure was concluded. The patient outcome was described as unspecified serious health damage.